Event description:
The hospital is in the process of upgrading physiologic monitors to the philips piic ix version of the intellivue monitoring system. We had been using a previous version of the philips intellivue system. Since the upgrade, it has been noted that the system will sometimes be unable to connect telemetry monitored patients to the central station. This will occur when the patient is being admitted, or when the battery is changed in the telemetry transmitter. Most frequently, the problem occurs when the battery is replaced in the telemetry transmitter. The transmitter battery needs to be replaced twice per day. The mp5t bedside monitors will detect the signal from the telemetry transmitter, but the signal is not sent to the central station. This leaves the patient unmonitored at the central. The nurse replacing the battery may not be aware of the problem at the central, since the bedside monitor is able to connect. We are currently working with philips to resolve the issue. Manufacturer response for central station, piic ix (per site reporter): philips is currently working on determining the cause of the issue. Manufacturer response for telemetry transmitter, intellivue (per site reporter): philips is currently working with us to determine the cause of the issue.